Event description:
The manufacturer became aware of a literature published by university of thessalia, orthopedics, greece. The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2007.0695. This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced an allergic reaction.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged allergic reaction could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by university of thessalia, orthopedics, greece. The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2007.0695. This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced an allergic reaction.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://pubmed.ncbi.nlm.nih.gov/17592700/